Manufacturer narrative:
A request has been made for the return of the sensor cassette. If the sensor cassette is returned for eval sendx medical will submit a f/u MDR.

Event description:
Customer reported that the abl80 flex co-ox analyzer generated low po2 pt values when compared to another analyzer. A service support rep advised the customer to replace the sensor cassette and return it to sendx medical for eval. There was no reported injury, diagnosis or treatment based on the low po2 results. (B)(4).